Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose between 13.9 and 30.0 mmol/l with symptoms of irritability and excessive urination. The reporter stated that the patient received phone advice and treated the alleged issue as a result. The reporter stated that the pump¿s programmed basal settings had lost data since the pump had been in use, and one of the settings was inaccurate. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: the pump was exercised for 24 hours with no issues observed. There were no issues with the keypad noted during the investigation. No delivery defects were found during delivery accuracy testing. The alleged issue could not be duplicated.